Event description:
It was reported that during implant attempt, the device had oversensing problems that could not be corrected with programming. The patient had a reported period of asystole that was taken care of by using an external pacemaker. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.